Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a gambro cartridge set, a rupture was observed in the cartridge chamber that is placed in the blood pump, resulting in a solution leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a gambro cartridge set, a rupture was observed in the cartridge chamber that is placed in the blood pump, resulting in a solution leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation included three (3) photographs. Visual inspection of the device identified a rupture between heparin line and the cartridge. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.